Manufacturer narrative:
(B)(4).

Event description:
The ICD was at eos and the lead was dislodged. Both were explanted and replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was returned and analyzed. Upon initial interrogation the ICD showed the battery status eri. The eos status has never been declared for this device. The device memory documented small sensing signals in the right ventricle. However, the bench test of the ICD revealed that all therapy functions were available. In particular the sensing function proved to be flawless. Further inspection of the data revealed a large amount of ventricular fibrillation detections between (B)(6) 2016, most of which resulted in shock deliveries. The archive data and the programmed parameters were inspected. The data demonstrated a normal ICD function while the device was implanted and in service. The last programmed right ventricular pacing output was 4.5 v and 1.0 ms. This represents a high current program, which results in a faster discharge of the battery. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. Taking into account the high current pacing program in the right ventricle and the large amount of charging cycles and shock deliveries, the battery condition eri was normal and expected. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.